Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. Following the procedure, when the patient went for her follow up appointment, the physician stated that there was a 1.5 mesh exposure. The exposure was located on the incision line. A second surgery in planned to repair the exposure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.